Manufacturer narrative:
(B)(4). The expiration date and manufacture date for the product could not be determined. The defective product was not returned to the manufacturer, no investigation was performed. (B)(4).

Event description:
On (B)(6) 2013, (B)(6) reported that for the beq-top 8102 small patient priming bag (article number: 70104.9526, serial number: (B)(4)) that on (B)(6) 2013 they had three priming bags from the same lot that leaked at the junction of the bag and the connector leading to the venous line. (B)(4).